Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the device was used for a shaft of femur fracture case and broke. No residue was left in the patient and the procedural delay was reported as ten minutes. This was reported to be the first time the device was used. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The visual inspection of the returned device performed as part of the manufacturing investigation reported the trocar wire was broken off just at the connection to the hand piece. The investigation was not able to determine the exact cause of this reported problem. The complaint condition is likely the result of a temporary mechanical overload leading to the damage of the wire. Reviewing the manufacturing documents shows full conformity to the specifications. Based on these findings the investigation concluded that the cause of this breakage is not due to any manufacturing non-conformances. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.